Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx needle knife xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, after energizing the device, the needle of the rx needle knife xl broke. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a rx needle knife xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, after energizing the device, the needle of the rx needle knife xl broke. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6 (device codes): medical device problem code a0401 captures the reportable event of broken tip (cutting wire). Block h10: the returned microknife rx 3l needle knife was analyzed, and a visual evaluation noted that the working length was free from obvious kinks and bends. A functional evaluation was performed by fully extending and retracting the handle and the needle (wire) could not extend and retract as intended. The needle was not able to extend out of the catheter. Additionally, per dimensional inspection, the needle extension length and needle (cutting wire) length were out of specification. An x-ray inspection was performed, and the needle was not broken. No other problems with the device were noted. The reported event of wire break was not confirmed. Upon analysis, the needle (cutting wire) was not broken; however, it cannot fully extend. After performing dimensional inspections of the device, it was found that the needle was shorter than the specification. Based on all gathered information and the analysis performed to the returned device, it was concluded that the investigation conclusion code of this event is manufacturing deficiency. An investigation to address this issue is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a rx needle knife xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, after energizing the device, the needle of the rx needle knife xl broke. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6 (device codes): medical device problem code a0401 captures the reportable event of broken tip (cutting wire). Block h2: upon further analysis of the returned device, the content in h6 (evaluation result code and evaluation conclusion code) and h10 has been updated. Block h10: the returned rx needle knife xl was analyzed, and a visual evaluation noted that the distal section of the needle was broken, and the broken section was not returned. The device was observed under magnification and the needle was broken and blackened. A functional evaluation was performed by fully extending and retracting the handle, and it was noted that the needle (wire) did not extend/retract as intended due to the broken needle. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Although, it was originally thought that there was not a break in the cutting wire and that the cutting wire failed to extend due to the length measuring shorter than specification; upon further analysis of the device, it was found that the needle (cutting wire) was broken and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated due to the technique used, the patient anatomy, or the interaction with the scope or additional devices. Also, if the maximum of voltage was exceeded or if the device was not in constant motion when energized this could lead to a cutting wire break. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.